Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. Pil received pn: dsx500t11c, sn: (B)(6) on ra# 311098970 with the complaint of the patient allegedly had throat irritation and a burning smell from the device. No other peripherals or accessories were returned with the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. See att-311098970 for photos and logs. Pil verified the device provides airflow using a known good power supply. Care orchestrator data was unavailable. 1 error was logged. Device was likely reset prior to pil receipt due to the machine having 11220.6 hours with 0 blower hours and 0 therapy hours logged. 1 of error #193 err_usb_host_no_device (continue error) error was not repeated during the investigation. For the primary purposes of this investigation, this error will be considered irrelevant. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, blower grommets, p4 power connector. Liquid ingress with mineral deposits were observed on the blower, blower box, and p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Possible risk tags (ER 2219697 v20) for these modes of failure include: infect01, infect02, irrit02, irrit03. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 was updated in this report.